Event description:
This system was removed for infection. The philos was originally reported as being removed with medtronic leads, but it was discovered on 08/29/07 that it was removed with binc arox leads. Also removed were: philos ii dr, MDR 1028232-2007-00160; arox 53 bp, MDR 1028232-2007-00345.